Manufacturer narrative:
PMA/510k: 27dec2019. Date of report: 31dec2019. The customer's touchscreen malfunction was confirmed by the manufacturer's field service engineer (fse). The fse replaced the unit's touchscreen and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20sep2019.

Event description:
Touchscreen malfunction. There was no patient involvement.